Manufacturer narrative:
Event summary: upon visual inspection of flexcath sheath 4fc12 / 83483-041, results showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. Arrhythmia, heart block, embolism, cardiac arrest or cardiopulmonary arrest and st elevation are clinical issues encountered during the procedure. In conclusion, the reported issue (air ingress) has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. Arrhythmia, heart block, embolism, cardiac arrest or cardiopulmonary arrest and st elevation are clinical issues encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was positioned in the left atrium, a dilator was extracted and the sheath was flushed. Air continuously leaked and it was suspected that the hemostatic valve malfunctioned. While the sheath was replaced with a new one, electrocardiogram (ECG) identified st elevation. Atrial pacing was performed immediately however, atrioventricular block (av block) occurred. The patient¿s pulse stopped so rv pacing was performed. Additionally, air embolism was observed in right coronary angiograph (cag). Air was aspirated and nitro was given to the patient. Right coronary angiograph confirmed that blood flow restarted and rv pacing was thus stopped, however, ventricular fibrillation (vf) occurred and defibrillation was performed. It was noted that the patient temporarily reverted to sinus rhythm but bradycardia occurred and the patient¿s pulse stopped again. Rv pacing and air aspiration were performed again. When rv pacing was stopped, vf occurred. Defibrillation and rv pacing were performed once again. Then, rv pacing was stopped after for a while, the patient reverted to sinus rhythm. There was still air embolism shown partly in the left cag, air aspiration was performed and nitro was administered. It was further noted that the air embolism caused transient cardiac arrest. ECG showed that the st gradually went down and blood pressure became stable. An intra-aortic balloon pump (iabp) was inserted and the patient left the operating room. The case was aborted without the use of general anesthesia. Post- procedure, the patient regained consciousness and could talk. The event led to extended hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.